Manufacturer narrative:
Additional information: h3- device evaluation: lens was returned dry in a micro centrifuge vial with residue/debris on the lens. Visual inspection found the haptic torn with foreign residue/debris on the lens. Claim# (B)(4).

Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.6mm vicmo12.6 implantable collamer lens, diopter -8.5 into the patient's right eye (od) on (B)(6) 2020. Intraoperatively the lens was implanted, removed, and replaced with a shorter lens due to excessive vault and the problem was resolved. The cause of the event is reported as unknown.